Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The delivery system was able to deploy, the device was able to be pulled to the recapture by the tether without resistance and fully recapture the device into the device cup without resistance. Flush test passed with no anomalies seen, once the area between the inner and outer shaft of the delivery system was full and the device cup was full, a continuous flow was observed without air bubbles. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra: model #:mc1vr01-delsys/ expiration date: 28 dec 2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes. Return date: 21 oct 2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 15 jul 2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited no capture and inhibition of the previously implanted ipg. It was also reported that the delivery system (ds) exhibited difficulty deflecting, positioning and recapturing the device. Air was also noted in the system after flushing with contrast. The ipg and ds were removed and inspected. The physician felt the device appeared damaged. A new ipg was implanted. No patient complications have been reported as a result of this event.